Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to fail initialization when connected to the generator because the instrument was found with a broken curved blade. Error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator. The self-test never completed. Failure analysis found the primary failure of broken curved blade to be related to the customer reported complaint. The broken piece, approximately 0.47" x 0.10" was not returned. Material was missing. Blade damage was detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. The complaint regarding error message was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted hepatic lobectomy surgical procedure, an error message asking to exchange the tip appeared while using the harmonic ace instrument. The customer was not able to recover the error so they used a backup instrument of same kind to continue the procedure. There was no report of a fragment falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site did not think a fragment fell inside the patient and does not plan to conduct testing on the patient in response as of this time.